Event description:
Nasal cannula nasal cannula package opened by rt (respiratory therapist) at nurse¿s station when she noted a foreign body in one of the nare prongs. Foreign body placed on slide. There was no patient contact with device. Manufacturer response for pediatric nasal cannula, hudson rci comfort flo nasal cannula (per site reporter). Equipment failure reported to medline customer service. Product is available for return to manufacturer for investigation.